Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of returned process internally. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed pcb electrical damage barometric pressure, dreamstation 2 blower box kit with oxidation, damaged dreamstation 2 heater plate kit, ds2 reusable pollen filter does not come in the unit and dreamstation 2 rusty screw kit. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.